Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/14/2016 with the following findings: pump powers on with display remaining blank. Test code downloader tool application v 1.0.0 used to upload test code v 1.0.4 to master/slave/periph processors. The upload was successful and pump powers up and display just ¿msp¿ instead of ¿msp2¿. The pump opened and eeprom (u22) is cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.